Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma about 3 month ago, since then the hearing performance is affected. Re-implantation is considered.

Event description:
The user had a head trauma about 3 months ago, since then the hearing performance is affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The observed impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. Also, during device investigation mechanical damage to the stimulator electronics was found. However, available in situ measurements whilst implanted showed a functional device electronics. Since no in situ measurements from the onset of the symptoms until explantation were made available, it cannot be confirmed if this damage to the stimulator electronics was already present whilst implanted or if it occurred afterwards. In addition, a partial active electrode array migration out of the cochlea was observed, most likely due to device unrelated medical reasons, namely cholesteatoma and possible ossification. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user suffered from a head trauma about 3 month ago, since then the hearing performance is affected. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Based on the received information, damage to the active electrode likely due to the reported trauma appears very likely. However to determine an exact root, an investigation of the explanted device would be necessary. Re-implantation is considered but no date has been made available.